Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during injection the injector malfunctioned and the lens shout out of the injector, causing posterior capsule rupture. The lens was explanted and as a result of explantation, the patient presented with an intraocular bleed which was treated with surgery. The patient was left aphakic. Secondary phacoemulsification is required; however, the date of secondary surgery has not been confirmed. The rayner rayone preloaded injector risk analysis identifies advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. Our review of production records for the rayone toric rao610t batch 014231575 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 014231575. In this case, as posterior capsule tear occurred during lens explantation, surgical technique may be a contributory and/or causative factor; however, root cause cannot be established from the limited information available

Event description:
On 19th september 2024, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone toric rao610t. The event description provided states that the posterior capsule ruptured during iol implantation.